Manufacturer narrative:
Occupation ni equals lay user/patient. The customer has not responded to requests for additional information or for product investigation.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter. The meter serial number was requested but has not been provided. The customer stated that they obtained meter results of 4.8 inr and 2.7 inr. The specific times of the results were not provided but it was stated the results were "one right after the other." As the customer initially sent the information via email there is a limited amount of information available. Attempts to obtain additional information from the customer have been made, but the customer has not responded. There was no allegation of an adverse event. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot issue is alleged. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. No information was provided in the complaint case that would point to a cause for the result discrepancy. No product is expected to be returned related to this case as the customer has not responded to email replies. The investigation did not identify a product problem. The cause of the event could not be determined.